Manufacturer narrative:
An event of patient effects of stroke and movement disorder with an outcome of death was reported. A medical review was completed and it concluded that the cause of death is due to a procedure related stroke. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the stroke, movement disorder, and death could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using an unknown delivery system. The procedure was successfully completed. Five hours later, the patient began to show symptoms of facial paralysis and motor loss in the left arm. An echocardiogram was requested, and no changes or displacement of the prosthesis were identified. Hours later, the patient was intubated and the following morning, a severe stroke was diagnosed by the attending physician. On (B)(6) 2025, the patient was reported passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.